Event description:
Hosp found a pack that had 8 each 4x8 gauze sponges inside instead of 10 each. The hosp is concerned that they get a consistent amount of sponges in order to track the usage of this product in the procedure. The hosp contact reported that the miscount of sponges was not found until after the procedure was completed, therefore the pt had to be opened back up to verify that the 2 sponges were not left in the chest cavity. There were no sponges found. The staff concluded that there must have been only 8 sponges from the beginning.

Manufacturer narrative:
Component part number: 7439. Component lot number:083814. Manufacturer: johnson and johnson medical. On 12/11/96 johnson and johnson was contacted requesting full investigation and report of evaluation. On 1/23/97 johnson and johnson responded back with results of investigation. In response to previous reports of miscounts co has implemented a four phase corrective action plan. Electrical modifications were made to the ray-tec equipment to reduce the occurrence of miscounts. An extended evaluation of miscount occurences following the implementation of the electrical modifications has determined the corrective action plan to be effective and has shown a decrease in miscount complaints. Co will continue to monitor trends.